Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at 12:30 pm, the patient went to the hospital for a routine check-up. While at the hospital, the patient developed symptoms of confusion/disorientation, dizziness, and weakness. At that time, the cgm displayed 100 mg/dl, and no alerts were reported. Due to the patient¿s condition, nursing staff contacted emergency medical services (ems). A fingerstick blood glucose (fsbg) measurement was obtained by paramedics, showing 54 mg/dl. The patient was administered glucose gel and intravenous (IV) fluids. Following treatment, the patient reported feeling improved. No additional details were reported. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.